Event description:
It was reported that the procedure was stopped for a tear/perforation of the superior vena cava using this guide catheter. The physician felt it was the wire that tore the vessel. A stat echo was performed, and patient was kept overnight and watch for tamponade. This accessory was removed. No additional adverse patient effects were reported.